Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated: d4: the UDI number is not known as the part and lot number were not provided. Literature: article title: surgical vs transcatheter treatment in patients with coronary artery disease and severe aortic stenosis.

Event description:
The article, "surgical vs transcatheter treatment in patients with coronary artery disease and severe aortic stenosis", was reviewed. The article presented a retrospective, multicenter study to compare the outcomes of percutaneous coronary intervention (pci) + transcatheter aortic valve replacement (tavr) vs coronary artery bypass grafting (CABG) + surgical aortic valve replacement (savr). Devices included in the study were sapien (edwards lifesciences), myval (meril life), acurate neo (boston scientific), portico/navitor (abbott), evolut (medtronic), and unknown. The article concluded that despite a lower baseline risk, CABG + savr in patients with severe aortic stenosis (as) and coronary artery disease (cad) was associated with a higher rate of death and stroke compared with pci + tavr, highlighting the necessity for a large, randomized analysis. [The primary and corresponding author was ignacio j. Amat-santos, cardiology department, instituto de ciencias del corazón, hospital clínico universitario de valladolid, ramon y cajal 3, 47005 valladolid, spain, with corresponding e-mail: ijamat@gmail.com] the time frame of the study was from january 2018 to december 2022. A total of 1342 patients were included in the study, of which 55 (4.1%) received an abbott device. The average age was 76.5 years and the majority gender was male. Comorbidities included arterial hypertension, dyslipidemia, diabetes mellitus, atrial fibrillation, pacemaker, 3-vessel or left main disease, coronary artery bypass graft, prior valve surgery, stroke, transient ischemic attack, peripheral vascular disease, chronic obstructive pulmonary disease, and chronic kidney disease.

Manufacturer narrative:
B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: "surgical vs transcatheter treatment in patients with coronary artery disease and severe aortic stenosis" summarized patient outcomes/complications of navitor were reported in a research article in a subject population with multiple co-morbidities including arterial hypertension, dyslipidemia, diabetes mellitus, atrial fibrillation, pacemaker, 3-vessel or left main disease, coronary artery bypass graft, prior valve surgery, stroke, transient ischemic attack, peripheral vascular disease, chronic obstructive pulmonary disease, and chronic kidney disease. Complications reported included surgical intervention (pacemaker, reintervention), hospitalization, cardiac tamponade, obstruction/occlusion, annular rupture, renal failure, bleeding, stroke, transient ischemic attack, myocardial infarction, atrial fibrillation, aortic regurgitation, device migration, central regurgitation; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incidents could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.